Manufacturer narrative:
Initial.

Event description:
It was reported that a user stated the charger for the ilet stopped working, and support confirmed the shipping address and arranged a replacement; troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included none. Outcomes included no clinical impact and no need for medical evaluation or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction of the charger.